Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. A fixed prime test and high-pressure test were performed and passed. The basal rate was set at 1.2u when the correct amount should be 2.0u. Advised the customer that they may have possibly set the rates incorrectly since their bgs has been running high in the last month.